Manufacturer narrative:
12/30/1997-supplement report #1 submitted to FDA. The instrument was tested with a qa dlu. No abnormalities were observed. Co is unable to reliably determine the cause of the difficulty encountered.

Event description:
The product was used during a laparoscopic sigma resection procedure. Reportedly, the instrument was difficult to close. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.